Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not work and there is moisture in the pump. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump failed the leak test. The pump leaked at crack on the battery tube threads. The pump was received with a critical pump error and pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform the functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor, displacement and self tests due to a critical pump error. The pump was received with a cracked case at the battery tube threads, minor scratches on the lcd window, case and keypad overlay.